Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch delica lancing device does not fully penetrate. The complaint was classified based on the customer care advocate (cca) documentation. Medical surveillance specialist (mss) followed up with the patient. However, she was unable to provide further information. The patient reported the alleged issue with her onetouch lancing device began on an unknown date and time. The patient stated she does not take any medications to manage her diabetes. The patient reported that she exercises all the time. The patient was unable to provide a date and time but stated that after the alleged product issue began she developed symptoms of blurry vision. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca noted this was the first time the product was being used and had been in use for 2 years prior to the alleged incident. There was no misuse of the device. The correct lancets were being used and the lancet gauge was 33g. The issue remained unresolved after trouble shooting. Replacement product was sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury after the alleged product issue began, therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion. In addition the product issue remained unresolved during troubleshooting.